Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. Latest measurements were reviewed and the shock impedance were in the 40's. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and suggested troubleshooting options. Additional information indicated that when the patient sent a reading, normal impedance was seen. Probable cause was because the patient was sitting at a store entrance at the time of reading. The system remains in service. No adverse patient effects were reported.